Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira.

Event description:
Report received of no audible alarm. The pump was returned to the biomed engineering dept with an unsigned note that stated, "low audible alarm silent." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. During testing at the user facility, the device did not sound an alarm while on the low volume setting. Though requested, no add'l info was provided.